Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the lead was returned with no reported complaint. As received, only the connector portion of the lead was returned in one piece. Visual inspection found a full breached insulation degradation 4.5cm to 4.6cm from the connector pin. Electrical testing found a shorting between conductors due to procedural damage.

Event description:
This report is to advise of an event observed during analysis.